Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrical contacts of the video connector on the video system center were damaged, and error 226 was also displayed. The issue occurred during preparation for use, and no patient harm was reported.